Event description:
Pt receiving next stage dialysis, machine was intermittently alarming (would alarm then stop on its on). I entered the room to check on my pt, and found blood spraying onto the wall from the back of the next stage machine (filter).